Event description:
A report was received from the USA stating that an 840 ventilator had a blank display. The ventilator was not in use on a pt at the time that the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the backlight inverter printed circuit board (pcb). The cse performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications. (B)(4).